Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient was ordered to have magnetic resonance imaging (MRI) and follow-up on (B)(6)2024. The hcp stated that the patient did not show and the appointment was rescheduled to (B)(6)2024. According to the attachment from 2024-07-01, the patient was scheduled for a pump evaluation and the patient was requesting an MRI. The patient complained of pain in their lower back and right ring finger (broken). The patient's current pain level was 9/10 on the pain scale. The patient described the pain as sharp and aching. Response to the medications was poor with the pump. The patient's past pain history included physical therapy, medications including morphine sulfate ir, hydrocodone, oxycodone and gabapentin, surgeries related to the pump included the intrathecal pain (itp) implant in(B)(6) with replacement in (B)(6),(B)(6), (B)(6), and (B)(6). Prior spm injections included an itp flow study in (B)(6)2023. The hcp further stated that the patient admitted to back problems and painful joints. The patient's medical history included hernia, insomnia, hyperlipidemia, essential hypertension, both covid vaccines, parkinson's disease and was legally blind in the right eye. Surgical history included hernia repair, medtronic itp revision, feet surgery x14, medtronic itp and catheter replacement it was noted that the patient had loose skin and itp movement, but it did not seem mobile out of pocket. The patient's assessment indicated radiculopathy of the lumbar region, other chronic pain, long term (current) use of opiate analgesic, primary insomnia, cervical disc disorder with radiculopathy (cervical region and cervicothoracic region), cervical disc degeneration (cervicothoracic and unspecified region), intervertebral disc degeneration, radiculopathy (thoracolumbar region), pain in thoracic spine and muscle weakness. The hcp further stated the patient presented as a problem visit and that the complaint today was somewhat vague. The patient stated that they did not feel his pump had helped him well since it was replaced. The patient requested MRI of his lss as he was having more pain and stated that he did not have a greater radicular complaint. The hcp discussed options and would order an MRI with his medtronic itp. The hcp would also consider a dye study as well.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine and unknown morphine. Dose and concentration information was not reported. It was reported that "for quite some time" the patient had noticed that their pump was moving around in their body and they "haven't felt so good". The patient had "a couple of falls" but they did not know if that could have impacted the pump. The patient inquired if it was possible for the pump to roll or pull loose from the catheter. The patient had an appointment scheduled with their doctor on (B)(6) 2024. Per the patient, "they did not make a pocket for it to stay in" and now it was moving around freely in their stomach. Per the patient, "a day or so before their surgery", the patient had a fall and they believed they "broke their back again or did something to their spine". Per the patient, it was during that surgery that they discovered the pump had come loose. The patient was given muscle relaxers/oral medication to help, but was told that they didn't need pain pills because they had the pump. The patient did not know the event dates. The patient also mentioned having a difficult relationship with the hcp's staff and they didn't see the actual physician very often. The patient asked if there were things that they could have or needed to avoid to ensure that the pump and catheter did not dislodge or move. The patient mentioned that, due to their age, their posture was "bending them over" so they have considered using a back brace. The patient was redirected to discuss their concerns with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.